Event description:
It was reported the patients ipg reached end of life, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.